Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70, (B)(4), model description:st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patient's leads had migrated from its original position. The physician discovered that the lead had eroded through the skin and decided to explant the lead. The patient was reportedly doing fine.